Event description:
It was reported that the right atrial (ra) lead showed a variation in lead impedance, and high impedance. The physician decided that a lead addition was not conducted because the mode was set at vvi. It was also reported that there may be premature battery impedance. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6490-52 implantable pacing lead 2002 (B)(6). (B)(4).